Manufacturer narrative:
Additional information received to include patient/product information.

Event description:
Additional information received 04/08/2016. Allegedly the patient was revised due to the following mom complications: metallosis (right) added lot number, quantity, hospital and implant/explant date.

Manufacturer narrative:
This is the same event as 3010536692-2016-00171.

Event description:
Allegedly, patient is suffering from mom complications. (Right)